Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28nov2018. The customer reported that a known good battery was installed and the customer was able to charge the battery.

Event description:
The customer reported that the ventilator had a battery failure. Although requested, it is unknown if the event occurred during patient use. There was no patient harm reported. The event date was not specified; estimate used.